Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad during index procedure. It is reported that the patient suffered a stent thrombosis and expired approximately 8 months post index procedure. The cause of death was reported as acute coronary artery thrombosis due to atherosclerotic cardiovascular disease.

Manufacturer narrative:
(B)(4). Evaluation, results: (B)(4) inherent risk of procedure (thrombus, death). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.